Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the a second meter. Results as follows:" date: (B)(6) 2011, inratio: 3.3, second meter: 2.6. Therapeutic ranges 2.0-3.0. No lab tests done for confirmation. No information is known about the pt's medications or medical history. Customer also mentioned "high" errors.